Event description:
It was reported that the sys 9800 monitors when put into "sleep mode" they would reactivate without reboot or command. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The sys interface circuit board was removed and replaced. The sys was tested and found to be working as intended and placed back into svc.